Event description:
A malfunction was reported on the pump, which displayed a malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any further issues arose.